Event description:
The patient was undergoing a coil embolization procedure in the aortic artery using ruby coils. During the procedure, the ruby coil was advanced out of the microcatheter and became stuck in the long sheath catheter. The ruby coil unintentionally detached in the catheter. All the devices were removed from the patient together and the procedure successfully continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.